Event description:
In 1986 breast augmentation double lumen silicone breast implants 2 week postop capsular contracture with md treated by closed capsulectomy. Progressive illnesses, fatigue, pneumonia, fistula, bilateral carpal tunnel surgery, failed surgery, shingles, chest wall pain, chronic muscle, and joint pain, rn who could no longer work progressing to homeless. Mammogram, ultrasound 2010, calcified fixed to chest wall and ribs sternum extracapsular ruptures bilat, with migration to lungs via pleural effusion, sclerotic skin, sores including bottoms of feet with particulate in lesions resulted in radical double mastectomy, in (B)(6) 2017 was positive for seroma postop infection and hosp acquired c-difficile. Surgeon failed to collect fluid from capsule or seroma and no surveillance f/u was ordered. I have golf ball nodules in axilla and along rib cage sternum and open sores. I also have loss of memory, severe and loss of language spoken word. I need to be tested for bia alcl as my lung function is deteriorating, and cataracts neuralgia pain, peripherally sacral, swelling knee, hands, and fibromyalgia 2006.